Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump smelled like insulin. The customer did not note where the leak originated at. The customer's blood glucose was 30 mmol/l. The customer declined to return the reservoir for analysis.